Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.

Event description:
The pharmacy reported the patient received the following results on an aviva system, compared to a professional meter, within 10 minutes: 22.0 mmol/l (patient's aviva meter) and 10.5 mmol/l (pharmacy meter). No adverse event reported. The patient kept the strips; therefore, the strips are not expected to be returned.